Event description:
Upon hook up of the pressure monitoring kit, one of the flush devices sheared off; at the beginning of setup it was tight and hard to use. Another one was opened and had the same issue: it broke off too. That device was not saved, the 3rd device that was opened worked fine. (The lot number of the device that worked was not located or documented).